Event description:
Or nurse reported to sales rep that the ring on the tip of the flexible screw driver got damaged during surgery (the screw did not click onto the screw driver). It is further reported that there were no adverse consequences.

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided on a supplemental report.